Event description:
During an in-clinic follow-up, episodes of post-paced t-wave oversensing (pptwo) were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed. The patient was stable and will continue to be monitored.